Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center confirmed the reported event during inspection and testing. Upon evaluation of the returned device the following defects were found, forceps passage require clogged cotton brush, distal end dirty, image evis required smeared looking\sticky heavy film on lenses, angulation low, control know play, distal end cover dented/scratched, objective lens film heavy and polished off, light guide lens cracked, nozzle heavy film coming out, angle rubber glue dents/cracked, air/water supply low and distal end damaged. The faulty parts were replaced, and the device was returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
A user facility reported to olympus that during reprocessing of the evis exera iii colonovideoscope, sponge got stuck in the biopsy channel due to the customer using the test instru sponge to do culture. There was no patient involvement reported with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation, and to correct information provided on the initial report. The following section was corrected: h4. Based on the results of the investigation, it was confirmed that the user was using cotton brush for culture test during reprocessing, and it was found that the cotton brush for culture test was clogged in biopsy channel during reprocessing. Information could not be obtained to determine whether reprocessing steps were completed by the customer. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. User can detect and prevent the suggested events by handling the device in accordance with the following IFU. Detection method is described in IFU: gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. Preventive measures are described in IFU: gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.